Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the physician performed an aui and a supra-celiac to bilateral renal bypass. On (B)(6) 2011, the pt presented with a ruptured aneurysm. A CT scan confirmed the rupture and revealed a type I endoleak. On (B)(6) 2011, the pt was taken into surgery to repair the rupture. The pt had no pulse prior to the gore devices being implanted. The physician attempted to put a q50 balloon in the pt and perform CPR, but this was unsuccessful. The pt expired. The cause of death was duodenal fistula and bowel ischemia.